Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation and discomfort in the chest. It was also reported that the right ventricular (rv) lead exhibited high impedance, suspected fracture and pacing failure exhibited with isometric movements. Treatment received. Diagnostic testing/troubleshooting performed. The rv lead remains in use, and revision scheduled for a later date. Subsequently, rv lead revision was performed and the lead remains in the patient. Location of lead fracture was visually checked via fluoroscopy, but no site of a possible anomaly was found. No patient complications have been reported as a result of this event.